Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 688 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and elevated bg. Intravenous insulin and fluids were administered. Customer resumed pump therapy while hospitalized and bg elevated. IV insulin was resumed. Healthcare provider alleged pump was the cause of event. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer reverted to using manual injections for insulin therapy.